Event description:
It was reported that the lead kinked at fixation curve and was unable to pass guide-wire.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported issues that lead was damaged in the s-shaped area and inability to pass a guide wire confirmed. Analysis found the inner coil crushed at 3cm from tip. The deformation of the coil prevented the guide wire from being fully inserted into the lead. The lead passed all electrical tests.